Event description:
It was reported that a xience prime stent delivery system was prepared according to the instructions for use manual and advanced to the lesion. The balloon was inflated to 14 atmospheres with an indeflator 30/30 inflation device and there was air noted in the distal end of each of the balloons. The device was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Event, implant, and therapy dates: estimated date (reported as occurring two weeks prior to alert date on (B)(6) 2013).

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential causes for air being introduced into the system include, but are not limited to, material ruptures, loose connections, faulty inflation devices, faulty accessories or tears/holes in the device. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Although this device was not returned for analysis, the devices for the other cases reported in this incident were returned and the issue was confirmed to be due to a potential product deficiency with the stopcock. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.